Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the tip of the tip-up fenestrated grasper instrument was displaced off the shaft requiring it to be replaced with an unspecified backup instrument. The displaced tip stayed attached to the shaft of the instrument and no fragments fell into the patient. The customer stated that there were no patient injuries, post-operative complications or additional surgical procedures required due to this reported event. While there was a post-operative x-ray performed, per the surgeon it is standard procedure to perform a chest x-ray after every pulmonary lobectomy case. The site reported there were no photos or videos for intuitive surgical review. The procedure was completed as expected.

Manufacturer narrative:
Intuitive has received the tip up fenestrated grasper instrument associated with this complaint and completed investigations. The instrument was found to have a broken main tube measuring approximately 7.94mm x 3.48mm located approximately 1.99mm from the distal tip. No material was found missing. Components adjacent to this broken main tube do not show damage. Additionally, the instrument was found to have a detached main tube at the proximal clevis. Blank MDR fields: the missing patient information in sections b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.